Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately four (4) months ago. Subsequently, the patient underwent a revision surgery due to the bearing and humeral tray to disassociate, causing the glenosphere to dislocate from the bearing. Attempts have been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031427,cr vivacit-e 40mm brng std; lot#: 66874225 item#: 110030776, standard offset 40mm diameter glenosphere; lot#: 66783629 g2: foreign: australia h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, product was requested from the hospital but not returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h2. Upon receiving additional information and reassessing the reported event, it was determined that the tray referenced in this report did not contribute to the reported event. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately three months post-implantation. Subsequently, the patient underwent a revision surgery due to dislocation and disassociation of the glenosphere and taper adapter from the glenoid baseplate.